Event description:
It was reported that technical services (ts) was contacted to review the stored episodes on this implantable cardioverter defibrillator (ICD). Upon review of the available information, ts observed a change in the p wave morphology which subsequently led to undersensing the on the right atrial (ra) channel. Due to the undersensing, inappropriate pacing was delivered which induced ventricular tachycardia (vt). Ineffective anti-tachycardia pacing (atp) was provided for which a single shock was delivered which successfully converted the arrythmia. Reprogramming options were provided. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.